Event description:
During a hip arthroscopy utilizing a hd vas, 4mmx70deg, non atoclavable, it was reported that the distal tip of the scope broke off into the patient. When the surgeon was in the joint space using the scope in one portal and a shaver in the other portal, the scope collided with an oscillating blade. The distal tip came off and was not retrieved from the patient¿s joint. The tip was not visible on the x-ray. A back-up device was available to complete the procedure.

Manufacturer narrative:
Device evaluation: an evaluation was performed on the returned product and the customer complaint for a piece missing at the distal tip was confirmed. The scope was shipped in (B)(4) 2008 and has been used in the field. The distal tip has severe front end damage with the metal wedge missing. This was caused by contact with another source and considered to be customer related damage. No manufacturing defects were observed. No further investigation is required. (B)(4).